Event description:
It was reported that during a cryo procedure the crbs polarx fit balloon cath st ous was selected for use, error 1 - 00004000-2: console detected blood in the catheter has occurred. The troubleshooting was performed and the catheter was replaced. It is unknown if blood was visible inside the catheter after error occurred. The procedure was completed successfully. No patient complications were reported. The device is not expected to be returned. It was further reported that the error did not occur during resheathing. There were no abnormalities about the preparation for the procedure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.